Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a site/set/cart (air bubbles/leak) issue. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. It was reported that the patient's bg was 455 mg/dl with polyuria. The reporter alleges this issue occurred with more than 5 cartridges when the instructions for use.where followed.